Event description:
The customer reported that the box for a 6 petal x-change mesh had a 4 petal implant in the box. Update (B)(6) 2019: there was a short delay of around 5 minutes whilst they located and opened another prosthesis.

Manufacturer narrative:
An event regarding mesh with the incorrect number of petals packaged involving an exeter mesh was reported. The event was confirmed after review of device history. Records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: on review of the device history records by lisi medical for lot ID g6091225, the operator recorded 4 petals instead of the 6 petals required per the drawing. As a result, it was concluded that the entire 40 units in the reported lot g6091225 (part: 0942-8-025) are the incorrect part (0942-8-015) -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event of 4 petal mesh packaged instead of 6 petal mesh was confirmed after review of device history records by the lisi medical. Nc has been raised to evaluate the root cause of the event.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplement al report upon completion of the investigation.

Event description:
The customer reported that the box for a 6 petal x-change mesh had a 4 petal implant in the box. Update 23/09/2019: there was a short delay of around 5 minutes whilst they located and opened another prosthesis.